Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an axios stent and electrocautery-enhanced delivery system were received for analysis. The stent was received partially deployed. Functional inspection was performed, the catheter lock was unlocked by sliding it to the right, and the catheter control hub was moved up and down. The catheter passes through the luer with resistance. The stent hub was then moved down to the second and fourth position. The stent was able to be deployed but presented slow expansion. The stent completely expanded after an hour and a half. Media inspection on the photos of the device provided observed that the stent was partially deployed. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported event of stent partially deployed as the stent was received partially deployed. However, the investigation findings could not lead to a clear conclusion regarding the observed event of stent difficult or slow to expand due to lack of evidence. Therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, stent partially deployed is noted within the IFU as a potential adverse event associated with the use of the device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transduodenal to the pancreas to treat a walled-off pancreatic necrosis during an endoscopic ultrasound (eus)-guided cystogastrostomy procedure performed on (B)(6) 2024. During the procedure, after removing the yellow safety lock, the stent's distal flange was unable to deploy despite multiple attempts. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event. Note: a photo of the device was provided, and it was observed that the stent was partially deployed on the delivery system.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transduodenal to the pancreas to treat a walled-off pancreatic necrosis during an endoscopic ultrasound (eus)-guided cystogastrostomy procedure performed on (B)(6) 2024. During the procedure, after removing the yellow safety lock, the stent's distal flange was unable to deploy despite multiple attempts. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event. Note: a photo of the device was provided, and it was observed that the stent was partially deployed on the delivery system.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.